Manufacturer narrative:
Date of birth: (B)(6). Sex: male. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. Visual inspection revealed that the sample unit was received with a part of the lens missing. Also, revealed that the sample had residuals (debris/particles) compatible with handling the lens out of sterile environment. The lens condition is consistent with a lens that had been removed from the patient's eye and not manufacturing related. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that in removal and replacement of an intraocular lens (iol) from the right eye of a patient, the original incision had to be enlarged. It was stated that as the iol was being advanced through the cartridge, it tore. The lens touched the patient, but there were no patient complications. There was no vitrectomy performed. Patient date of birth and gender was not provided. No further information was provided.

Manufacturer narrative:
Incision enlarged. Placeholder.